Manufacturer narrative:
A specific root cause could not be determined. The calibration and qc data gave no evidence for a reagent issue. Additional informaiton was not provided for further investigation.

Event description:
The customer received questionable results for calcium (ca) for one patient sample. All results are in mg/dl. The initial result was 17.83, accompanied by a data flag. This result was provided to the nurse, who questioned the result and requested the sample be repeated. The sample was repeated on the same analyzer and generated a repeat result of 9.90. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of ca reagent in use was 67085901, with an expiration date of 04/30/2013. The field service representative could not determine a root cause. He performed multiple diagnostic checks without error. The customer performed calibration and qc within their specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.